Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The field representative is in contact with the electrophysiologist in making programming changes. Technical services (ts) discussed there were no rv lead trending data showing acute changes. This lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned due to elevated thresholds. A new lead with the same model was implanted. No additional adverse patient effects were reported.